Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis and myocardial infarction occurred. On (B)(6) 2012, the patient presented with stable angina. Subsequently, the index procedure was performed. The new, type a, eccentric, diffuse target lesion was a located in the non-tortuous and non-calcified distal right coronary artery (rca) with 50% stenosis and was 47.2mm long with a reference vessel diameter of 2.71mm. The lesion was treated with pre-dilatation and placement of a 3.5 x 28mm promus element stent at 12 atmospheres. Residual stenosis was 0% and timi 3 flow was restored. Two days post procedure, the patient was discharged. On (B)(6) 2013, the patient presented with myocardial infarction. The physician performed percutaneous coronary intervention (pci) in the previously implanted stent in distal rca. The patient¿s status was resolved.